Event description:
The reporter stated that, the surgeon inserted a cc4204bf single piece collamer lens. The lens was removed without enlarging the incision due to the lens was not sitting well in the capsular bag. Another lens was inserted. No suture was required to close the wound. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.